Manufacturer narrative:
UDI reference number: (B)(4). Investigation is ongoing.

Event description:
As reported by the patient, six-months post deployment of a 26mm sapien 3 valve in an 80:20 aortic position with none/trace residual pvl, the patient reported having an 80% drop in stamina. The patient indicated he has not recovered and reported the "procedure was a failure". Additional information provided by the patient indicated that he had felt only 10-20% improvement since his original tavr procedure. He stated at the time of his tavr, he was told everything went well and his valve was functioning normally. However, his stamina was markedly diminished, and he had ¿no energy¿. He followed up as instructed and was told that everything looked good with his valve, and there was nothing else to be done. Most recently (6 months post tavr), he was admitted to the hospital for chf. He described a significant weight gain and fluid on his lungs. During this admission he had a tee and angiogram which he stated showed a "leak" of his valve. He stated, half of the physicians felt he needed treatment for the leak and the other half felt it was not significant enough for intervention. He was hospitalized for 10 days and at discharge he reported feeling much improved, however still not to baseline pre-tavr.

Manufacturer narrative:
Correction: b3, f10. Additional information: b3, b7, f10, h6 and h10. Section f10: changed device code from 1250 to 1457. Section h10: additional information obtained from the hospital medical records indicated there were no ew device malfunctions or procedural complications at the time of implant. Mild pvl was seen on tee, however the procedure was stated to be "successful". The patient was also noted to have significant cad, not amenable to intervention at the time of tavr. On pod 1, a ppm was placed for third degree av block. Pod 28, tte showed the valve was in the aortic position with mild paravalvular regurgitation (anteromedial aspect of the prosthesis). The patient reported no improvement in shortness of breath (sob). The patient was reported to have been hypertensive and therefore his medications were adjusted accordingly. Within the next month (date unknown) the patient was reported to have remained sob and c/o "pounding in his chest" at times. The symptoms were thought to be related to av override pacing for chronic a-fib control. The pacemaker settings as well as medications were adjusted. Two months later he was seen for the same issues and a holter monitor was ordered. Four months post tavr the patient was admitted to the ER with progressive sob x 3 days and 1 week of orthopnea. The patient was hypertensive 180's systolic and the chest x-ray showed right lobe consolidation with bilateral small pleural effusions. The patient was treated for pneumonia with antibiotics and was continued with eliquis for a-fib. Tte was done during the visit and showed the valve well seated, no ai, mild/moderate posterior paravalvular regurgitation and a mean gradient of 16mmhg. Tte repeated four and seven days later after admission remained unchanged. The patient was also taken for cardiac catheterization, which showed no significant aortic stenosis or aortic insufficiency and therefore no treatment of the ar was recommended. Differential diagnoses for sob/orthopnea were: progression of ar post tavr vs. Dyssynchrony of pacemaker vs. Anemia. The patient was discharged and asked to follow up as an outpatient. There was no mention of a plan for further treatment or intervention on the sapien valve. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. The exact cause of the worsening pvl is unknown, however, could be related to the mechanisms described above. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
The sapien 3 valve was not returned to edwards lifesciences for evaluation, as it remains implanted in the patient. Despite multiple attempts to obtain the patient¿s medical records, the information was not forthcoming. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Central regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. Investigation results are inconclusive, as relative patient information was not provided, so the exact cause of the regurgitation is unknown. However, the regurgitation could be related to the mechanisms described above. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Reference CAPA-20-00141.